Manufacturer narrative:
Additional information : two (2) actual samples were received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed and the tip protector was unable to be removed. The reported condition was verified. The cause of the condition was due to non-conforming raw material during manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on unspecified dates in (B)(6) 2019; reported as ¿going on for a couple of weeks¿. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) of clearlink system continu-flo solution sets were leaking further described as ¿on the distal end that you hook to the patient, when the end is screwed onto the patient, the threads do no match up¿ causing leaks. As a result, the set would be unhooked and re-primed. This was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.